Event description:
The initial surgery was a lumbar fusion l5-s1. Two screws broke at s1, approximately four months after surgery. Revision performed on l5-s1 in 2007. Implants given to patient.

Manufacturer narrative:
All available information have been forwarded to our manufacturer in another country, for further analysis.